Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump was unable to verify battery out limit due to button/keypad anomaly. The insulin pump was received with cracked battery tube threads, reservoir tube lip, broken belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 172mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.